Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was both an internal and external blood leak while using an unspecified access set. During an ultrasound procedure, blood was observed "in the IV tubing" in addition to blood "appearing to leak from the IV tubing". The technician then allegedly "clamped off the tubing" and returned the patient to the emergency department (ed). Back in the ed, the nurse reported observing blood "extending up the tubing to approximately 14-16" below vent spike, with fluid coating outside of tubing". Further inspection showed a "small tear" in addition to a perforation in the IV tubing, approximately 6 inches below the first luer lock port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.